Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the sales representative of olympus (B)(4) that the error code, e117 which indicated the subject device was broken down was displayed and the touch panel of the subject device was not worked during the demonstration. There was no patient injury associated with this report.